Manufacturer narrative:
The cartridge has been returned to animas. Eval has not been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time. Additional lot # 201577.

Event description:
The pt reported that he recently experienced blood glucose (bg) 530mg/dl without symptoms of hyperglycemia. He further reported that his blood glucose has been elevated randomly between 400mg/dl and 500mg/dl for the past six months. The pt said that he delivered a correction bolus via syringe at the time of the elevation and his bg resolved to his target. He alleged that the cartridges were the cause of his bg excursions. The pt denied evidence of leakage from any of the cartridges; he denied moisture in the cartridge compartment and said he does not detect the odor of insulin in the compartment. The pt reviewed the pump and infusion sets with customer support, no defects or malfunctions were detected. On (B)(6) 2011, an animas clinical manager met with the pt, detected an incorrect procedure in the pt's insertion technique, and provided corrective instructions; the pt was able to demonstrate proper technique after the tutorial. On (B)(6) 2011, the educator reported that the pt's bg has not been greater than 160mg/dl since that time. However, the pt continued to claim that the cartridges were defective and they were to blame for his bg excursions.